Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), product type lead. Product ID 977a260, serial# (B)(4), product type lead.

Event description:
A consumer implanted for spinal pain reported the implantable neurostimulator (ins) had done absolutely nothing for them. The consumer was implanted for leg pain, and the trial was successful, but the permanent system hadn¿t helped their leg pain at all. It was noted the consumer kept stimulation on a low number because the stimulation bothered them when they laid back in a recliner or chair. According to the consumer the manufacturer¿s representative (rep) ¿monkeyed around¿ with different programs, and they could ¿make their legs jingle,¿ but they couldn¿t sit back with the settings like that without stimulation bothering them. The consumer further stated the healthcare provider (hcp) was supposed to place the leads of the permanent system lower to capture more of their leg pain, but they felt like the leads were placed higher; however they were unable to prove this, but it felt like they were higher. It was noted the consumer wasn¿t interested in following-up because they believed the leads were implanted too high, and they already tried to reprogram to compensate for it.

Event description:
Additional information was received from a consumer. It was reported that the patient was responding to the patient letter over the phone versus writing a response. The patient stated that the scs device does not work. The patient stated that the trial worked wonderfully and was able to walk a block each way to the car without a problem. After the trial, the patient discussed with their healthcare provider (hcp) that the implant may be placed a little lower down with 2 lead wires to help the leg pain better. The patient thinks that they were placed a little higher than the trial was. After the implant, the patient met with a manufacturer's representative (rep) to be programmed. The rep was able to get things to tingle down the legs but it was not like that when the patient got home. The patient has tried different settings but when they had high current during the day and laid down, it was too strong, and the patient stated it would "scrape you off the ceiling". The patient tried turning the therapy off and on intermittently for some time. The patient is currently on group h and has " lost so much in the legs" but they don't blame that ion the device, but rather on their neuropathy. The patient's wife stated that their legs are always moving, but that probably isn't related to the device. The patient believes that the ins is not doing anything at all. The patient leaves the device on at 2.9 and is able to sleep with it like this at night. The patient stated that they had monkeyed with numerous times, but it still isn't helping. The patient has been reprogrammed many times and it is still unresolved. The patient was previously walking with a cane but now has to use a walker. The patient tried turning the device off for 2 or 3 days and turning it back on probably a year ago in april or may and then turned it back on and they couldn't tell. The patient turned stimulation up from 2.9 to 3.1 and also tried 3.8 and 3.9, but when they laid down it was uncomfortable and they decreased it back to comfortable level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the implant did not work as well as the trial. The patient said they did not have the best luck with the implant. The trial worked great. The patient said he was not happy immediately after the implant was done. The patient was able to walk ¾ of a block during the trial. The patient said they used the device for a year and then quit using it because he wasn¿t happy with it. The patient said the neuropathy got so bad he has to use a walker in his house and two canes when he is out. The patient has to hold something when he takes a step. The patient said they could feel stimulation in their legs during the trial and it was wonderful. The patient also said during the trial they had one lead, and now they had two. The patient had to turn stimulation up to 600 to feel stimulation in his legs, and the stimulation wasn¿t strong. In the past, stimulation was at 350 or 365, and when he went to bed he had to decrease it because it was too high. The patient was surprised he had to increase stimulation to 600. The patient said during the trial when he laid down he didn't get a "big surge of power.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that when the patient laid on their back the shock level was too high it hurt a lot, always had to turn level of electricity down when they were on their back. Patient thinks the leads were pressed close to nerves when on my back causing a much greater shock. Patient thinks leads were placed wrong whereas trial leads must have been placed better. Issue never resolved and quit using stimulator after about 1 year. Battery in my body quit so could not use any longer and understood battery to last near ten years. No further patient symptoms or complications were reported in this event.